Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-may-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery was not charging, and the other battery had a damaged cable along with insulation damage. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex d and g codes. Product event summary: the most likely root cause of the inability to reset the max error during testing can be attributed to a faulty integrated circuit that controls the battery. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the faulty integrated circuit has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed functional testing. Visual inspection revealed damage to the outer sheath of the cable assembly, resulting in exposed insulated wires. No damage was observed on the insulation of the cable wires. The observed damage did not affect the functionality of the device. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit. As a result, the reported battery not charging could not be confirmed; however, flashing red caused by the high max error condition was likely perceived by the patient as the reported not charging. The reported cable damage event was confirmed. Based on the available information, the most likely root cause of the reported cable damage event can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. The most likely root cause of the battery flashing red on the battery charger can be attributed to a battery that is out of calibration. The most likely root cause of the inability to reset the max error during testing can be attributed to a faulty integrated circuit that controls the battery, potentially due to an electrostatic discharge (esd) event. CAPA pr00519785 is investigating battery issues related to esd. Battery serial#: (B)(6). D9: yes h3: yes. H6: FDA method code(s): b01. H6: FDA results code(s): c07. H6: FDA conclusion code(s): d11. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.